Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device had a pumping component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was the mechanism had sticky fluid residue. The mechanism will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device had pumping component failure. No additional information is available.